Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the displacement accuracy test. No bolus anomaly or basal anomaly noted during our testing. The insulin pump had scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she recently went to the emergency room due to a blood glucose level of 30 mg/dl. Blood glucose level at the time of the call was 103 mg/dl. The customer was not wearing the insulin pump at the time of the emergency room visit, but had been off for less than 48 hours. During troubleshooting, the insulin pump did not show any malfunction, but customer stated that she thought it was overdelivering. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.